Event description:
It was stated the healthcare provider (hcp) was going to reposition the battery higher on the same side of the patient, but the extension wires could be on top of the implantable neurostimulator (ins), instead of underneath based on anatomy. It was stated that the reason for the revision was tenderness and positioning with extensions caused patient discomfort. Additional information received reported that there was a pocket revision with battery repositioning. The ins was working fine and the patient was getting pain relief.

Manufacturer narrative:
Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v841063, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v861100, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2011, product type: lead. (B)(4).